Event description:
Olympus (osh) was informed that the customer inner sheath was returned to the olympus repair center for a reported ¿something is blocking the image on the screen during plasma resection¿. The customer reported problem was found during inspection before use. Patient was not under anesthesia and the scheduled procedure was completed using another device. No death, injury or harm was reported.during the repair inspection, the ceramic insulation at the distal end was found broken off. This report is being submitted to capture the ceramic insulation was broken off.

Manufacturer narrative:
The customer¿s reported problem was confirmed. After the black colored ceramic insulation tip was replaced, the reported problem was resolved and there was no abnormalities observed. The device repair history shows the sheath was previously repaired on october 20, 2022 for a missing cap and worn /damaged sealing ring. The device history records (DHR) was performed for the affected lot number without showing any non-conformities or deviations regarding the described issues. The device has not been repaired in the past year. An investigation was performed by the legal manufacturer which determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the reported limited field of view, it is most likely that the ceramic tip of the inner sheath came loose and twisted and potentially this damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is likely attributable to wear and tear and/or improper handling (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). It cannot determined if there was pre-existing damage to the insulation insert or if it was already worn. As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. Olympus will continue to monitor the occurrence rate of the reported phenomenon related to the device. To mitigate the injury to the patient and also device damage, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.